Manufacturer narrative:
Clinical evaluation performed by medical affairs director on (B)(6) 2018: revision surgery due to rod breakage. According to the report, the surgeon states that primary placement of the rods was suboptimal. This cannot be verified as no immediate postoperative radiographic image is available. On the basis of information received, the reason of this event cannot be determined through a clinical investigation. Review of the patient match plan performed by my solution department on (B)(6) 2018: our analysis of the my spine process of this case found no deviations from the standard procedures. Each step has been performed correctly.

Event description:
The patient came in complaining of pain. The surgeon determined that the rods snapped. The surgeon believes this was caused by poor placement of the rods in the primary surgery. The surgeon removed the rods and revised with another company's product. The surgery was completed successfully. Primary surgery date is unknown at this time.